Manufacturer narrative:
Exact physician has not been provided. The results, method and conclusion will be added in the final report.

Event description:
It was reported the patient experienced a shocking sensation (also see related MFR. Report#: 1627487-2018-13521) at the ipg pocket site. As a result, the patient underwent surgical intervention on (B)(6) 2018 resulting in the procedure being abandoned due to external device displayed low battery when connecting to ipg. The physician declined to wait for another ipg and stopped the procedure.